Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. However, a recent trend was identified for this defect. The manufacturing facility has been notified of this incident and the findings. An investigation has been initiated by the manufacturing facility to correct this issue. A review of the device history record was performed and no quality issues were found during production. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga safety would not retract fully. The following information was provided by the initial reporter: "22g 381423 product would not safety fully".